Event description:
It was reported that a toric ii monofocal intraocular lens (iol) was explanted from the patient's operative eye due to the patient experiencing non-adaptation to the trifocal lens. Another johnson & johnson lens, model dfw150 20.5 diopter was implanted as a replacement. No further information was received. Through follow up, it was learned that the patient's udva (uncorrected distance visual acuity) was 20/25-2 pre-operatively, udva was 20/40-1 post-operatively after the initial implant, and they have not yet returned for postoperative visit 1 after the replacement lens. The patient outcome was not provided. It is unknown if medication outside the standard of care was required. And it is unknown if the lens is available for investigation. No further information was received.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. . Section d6b: if explanted, give date: unknown. Provided as (B)(6) 2025. Section e1: telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 4581 sub-optimal results. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.